Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during set up for automated peritoneal dialysis therapy. During troubleshooting, it was reported that the homechoice cassette was damaged; which led to this alarm. This was further described as ¿the gray membrane was damaged, it looked like a crack on the membrane¿. The technical service representative (tsr) assisted the patient to end the therapy session and remove the supplies. The tsr discussed the use of continuous ambulatory peritoneal dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5: a homechoice claria device experienced a 2044 alarm, a fail-safe shutdown alarm (initially reported as a 2240 alarm). Upon further investigation, it was clarified the damaged gray membrane was from the homechoice claria cycler and not the homechoice cassette as initially reported. Therefore, the homechoice cassette was determined not to be a factor in the reported malfunction event. It was determined a damaged peritoneal dialysis cycler would not present harm to the patient as the patient can begin/continue therapy with manual supplies. Should additional relevant information become available, a supplemental report will be submitted.